Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested but unavailable: what type of heat management techniques were utilized during the procedure? What is the surgeon¿s experience with harmonic focus? Was the surgeon resting the shaft of the instrument against the patient¿s skin at any time during the procedure? Any generator alert screen? How was the burn treated? What is the current patient status?

Event description:
It was reported that during an axillary lymph node clearance the device became very hot. The instrument became so hot that the patient got burned.

Manufacturer narrative:
(B)(4). Date sent: 1/24/2018. Batch # p92u90. Investigation summary: the device was returned with no apparent damage. In addition, a image was provided of a surgical site where the epidermis appears to be damaged. The device was connected to a test handpiece and generator and it did activate. During functional testing, the device was activated for about 1 minute with no abnormal heat observed. The instrument was disassembled and it was found to have thermal damage at the shrouds. Heat was generated at this area resulting in the melting of the shrouds. This damage could have resulted from not torquing the instrument properly to the hand piece; resulting in excessive heat generation at the shrouds. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process. Additional information obtained: what type of heat management techniques were utilized during the procedure? Att technology. What is the surgeon¿s experience with harmonic focus? Uses it for almost 10 years. Was the surgeon resting the shaft of the instrument against the patient¿s skin at any time during the procedure? Yes, but only the plastic part. Any generator alert screen? No. How was the burn treated? Flamazine gel. What is the current patient status? Ok.